Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure was reported. The wearable sensor was inserted into the arm on (B)(6)2025. According to the patient¿s parent, on (B)(6)2025, around 10:00 pm, the wearable failure occurred. A few hours later around 1:00 am on (B)(6)2025, the patient woke up vomiting and feeling sick. She was confused, dizzy, when she was speaking her words didn¿t make sense, and she was blacking out with tunnel vision. The parent took a blood glucose (bg) reading which was high (over 600 mg/dl). The parent treated the patient with 10 units of insulin before taking her to the hospital. When they arrived at the hospital, the patient had to be put into a wheelchair as she was unsteady. The patient¿s bg was taken and again was reading high, so they did a test to confirm the exact blood glucose level which was 780 mg/dl. The patient was treated with an additional 10 units of insulin. The patient´s electrolytes and potassium were very low, so she was treated with medications to increase electrolytes and potassium. The patient was hospitalized for 1 day and was discharged on (B)(6)2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was okay. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available. The probable cause could not be determined via data.